Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached outer insulation degradation adjacent to the connector boot. External insulation abrasion was also found breaching the outer insulation and exposing the outer coil distal to suture sleeve tie impression consistent with friction to patient anatomy or another device.

Event description:
This report is to advise of an event observed during analysis.